Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, the scanner device had a false detection issue in which a reading error occurred. The scanner failed to scan patient after the case and the surgeon had to disconnect the mat and use a wand in its place which made the case longer than expected. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found all the coils passed testing on the tester. The mat was plugged into the console detected sponges. The investigation found the device to function normally and within specifications. The provided serial number indicates that this product is an original equipment manufacturer (OEM). The appropriate personnel have been contacted and the device history results will be recorded in a device history review (DHR) task upon completion of the investigation. If information is provided in the future, a supplemental report will be issued.